Event description:
It was reported that customer was hospitalized for low blood glucose levels. The customer had changed the infusion set two days prior to hospitalization. The customer did not have a tubing clamp for the high pressure test. The customer was loaned a different model insulin pump and the blood glucose levels were fine with that pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.